Event description:
Same case as MFR's report #6000093-2004-01372. It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail 12/2.5 mm balloon stuck onto the wire when half of the distance to the lesion site. The physician "pulled very hard" and the balloon catheter and guidewire were successfully removed from the pt's body. The maverick2 monorail balloon was removed from the wire and another maverick2 monorail was successful in treating the lesion in the left circumflex coronary artery. The physician proceeded to treat a heavily calcified lesion in the left main coronary artery with a maverick otw 15/2.5 mm balloon. The balloon ruptured at 14 atms and separated from the catheter, but was successfully removed and an unspecified stent was subsequently placed at the lesion site. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.